Manufacturer narrative:
At this time no conclusions can be made. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2009 the patient was diagnosed with stress urinary incontinence (sui) and underwent a suburethral tot sling procedure with implant of a bard/davol soft mesh. About 4 months later on (B)(6) 2009 the patient had a follow up doctor office visit with complaints of stress associated urinary incontinence. Patient was treated medically with prescription medication.